Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since it was found to be a product for resale. Depuy does not have the responsibility to make reportability determination and submit regulatory report. Supplier has been notified of the event. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inner shaft of the offset reamer handle broke at the u joint. Event did not cause delay to surgery.